Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported "bad speaker" was identified to be distorted audio. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a loose speaker. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had a bad speaker. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.